Event description:
I use a baxter homechoice claria dialysis cycler. Last night I received a spontaneous software update. The machine took about a half an hour to update, which is a problem since dialysis takes 10 hours in my case and I need to wake up early in the morning making me late for work. The update requested I enter a number which was shown on the screen, however there were no instructions about what to do. I later consulted the manual which was of no help, since its instructions were wrong. I then called baxter and was told for this problem I should leave message. It is now the next day and I have not heard back from baxter. I was in a position where I could not be able to do my nightly dialysis if I had waited for baxter to respond. I then called the (B)(6) nurse on call, however I had to reprogram the device with my prescription, but the program was different than the one I was using. In addition the machine wiped a number of my settings for the machine. Additionally in its normal mode I am asked to enter my weight and blood pressure but last night no such request was made and there was no provision to do so. To add insult to injury I received a call from an 800 number this morning, saying the next day that the cycler would be updated and that I could simply use the number that was displayed and move forward, however in fact these instructions were incorrect and I needed to be instructed by the on-call nurse. I now need to have the machine reprogrammed to be similar to what it was before the software update. This cycler is a 35 year old design and should be discontinued and recalled. It is hazard to health as in this instance and for a number of other reasons I have reported earlier. Perhaps the design was reasonable 35 years ago but today it is a hazard and defective. For example peritoneal dialysis patents are guaranteed to get peritonitis but the design of the connector to the transfer set is inferior to the stay safe of fresenius machines which protects against contamination the cause of peritonitis, however despite the fact that this design is 25 years old and there are clinical studies of it superiority baxter continues with this dangerous and antiquated design. The point to make is that baxter did not inform of the update until after they had done it. Their instruction the did after the fact were wrong. If I had waited for baxter I would not have had my nightly dialysis which could have caused me significant harm. Baxter was incompetent in the whole way this was handled. You can reach me at (B)(6) if you have any further questions. Baxter's management of this is outrageous. There are ten of thousands of people on peritoneal dialysis and they are selling an obsolete machine which effectively non-existent support which is like the keystone cops. The incompetence at all levels is unbelievable. There further is no way to complain about problems. When you call technical support they say there is no one I can talk to about the problem with the device. Why are they allowed to sell this device that can cause so much patient harm? Why are they allowed to continue to be in this business when their support is incompetent and in many respects non-existent. Baxter needs to be sanctioned for their incompetent and egregious behavior. The need to fined and perhaps barred from being in the renal car business. Their conduct is inexcusable.